Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred during rinseback of a routine hemodialysis treatment, which could not be resolved by the operator. Visible air was seen in the circuit. Partial rinseback was completed, resulting in an estimated blood loss of 50cc. No medical intervention was required.

Manufacturer narrative:
The cycler alarmed appropriately to the air in the circuit. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. There is no evidence of a device malfunction. Air alarms during rinseback are usually caused by air introduced when making pt connections for rinseback. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff have been notified. Nxstage medical considers this report closed. No add'l info will be provided.